Event description:
It wa reported that the iabp was experiencing high pressure and helium loss alarms. The clinician noted there was no blood in the helium tubing. Since the alarm condition could not be resolved, the iab was removed. There were no reported patient complications.

Event description:
It was reported that the iabp was experiencing high pressure and helium loss alarms. The clinician noted there was no blood in the helium tubing. Since the alarm condition could not be resolved, the iab was removed. There were no reported patient complications.

Event description:
The iabp was experiencing high pressure and helium loss alarms. The clinician noted there was no blood in the helium tubing. Since the alarm condition could not be resolved, the iab was removed. There were no reported pt complications.